Event description:
During an endoscopic procedure the tip of the catheter separated. The physician was able to retrieve the tip. No patient injuries/complications noted. A portion of the device was returned, evaluated and retained by this manufacturer. The engineering evaluation indicated only the tip of the needle guide tube assembly was returned. The transition step of the ceramic tip measured .068 inches which is within the specifications for this device. A lot search was performed and revealed no other complaints to date on this lot number. The company believes user technique, and/or patient anatomy may have contributed to this event. However the company is unable to determine the relationship between the device and the cause for this event.